Event description:
It was reported that insulin leaked from the reservoir. The customer pre-filled the reservoir and left it in the refrigerator for nine days. When she went to use it, she noticed that the insulin had leaked. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.